Manufacturer narrative:
For the reported event, a ge healthcare service representative performed a checkout of the system and a review of the logs. An anesthesia control board communication error was recorded in the logs but the reported issue was not reproduced during three days of testing. The unit was returned to service.

Event description:
This report summarizes 1 malfunction event. A review of the event indicated that model 1011-9000-000 anesthesia gas machine displayed a system failure message resulting in the loss of mechanical ventilation. The report was received from a single source. The reported event involved a patient. There was no patient information available.